Event description:
It was reported that the patient received inappropriate shocks from the right ventricular lead. The lead had an increased sensing integrity count (sic), short and fast non-sustained episodes, and impedance spikes. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert (lia) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Evidence of unexpected shocks have been noted on (B)(6) 2015. Lia rv lead integrity alert warning for 2 or more vtns episodes less than 220 milliseconds (ms) and rv lead impedance variation in last 60 days on (B)(6) 2015. Rv pace lead impedance was 4047 ohms on (B)(6) 2015. Sic count went up to 128 in 11 days averaging 11 per day. Evidence of over sensing has been noted during vf and vtns episodes in (B)(6) 2015. Concomitant product: 419688 lead, (B)(6) 2012. (B)(4)